Manufacturer narrative:
Manufacturing review: the lot number was provided and a lot history review was performed. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the IFU instructs on inspecting the package and kit for presence of all components. Therefore, the product labeling will be considered adequate. Investigation review: one electronic photo was reviewed. The photo shows an opened port kit. Both the inner and outer packaging trays are visible and the lid is peeled back. There are no signs of packaging damage/abnormalities visible in the photo. A guide wire hoop, introducer with peel apart sheath, tunneler, syringe, foam packing ring, vein pick, flushing hub connector and a packaged winged infusion set are visible inside the inner tray. The port body, catheter and introducer needle are not visible in the photo. Based on the photo review, missing components cannot be confirmed. One straight non-coring needle, one right-angle non-coring needle, one syringe, one tunneler, one vein pick, one winged infusion set, one guide wire "j" tip with straightener, one flushing connector, and one peel-apart sheath and dilator were returned for evaluation. A gross visual evaluation was performed. A photo was provided and reviewed. The investigation is inconclusive for a missing puncture needle. Although the introducer needle, port body and catheter were not returned with the sample, the photo provided showed an opened port kit. The returned components appeared to be clean. No abnormalities to the packaging were identified. The definitive root cause could not be determined based upon available information. The kit in the photo was opened; therefore, is unknown if packaging processes, shipping, and/or handling at the complainant facility contributed to the reported event. (Expiration date: 08/2023). The catalog number identified has not been cleared in the us, but is similar to the x-port isp implantable port products that are cleared in the us.

Event description:
It was reported during port device implant, the puncture needle was allegedly missing in the kit. There was no patient contact.